Manufacturer narrative:
Insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. During visual found electronic stack and motor moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken. The customer also reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.